Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had buttons were not responding and button error alarm. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting and reported that insulin pump did not react when keys were pressed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive esc buttons due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing.